Manufacturer narrative:
The report of ¿ineffective therapy¿ was not confirmed. The lead in question had been cut into two segments as a result of the explant procedure. Both segments were tested for continuity from contacts to corresponding bare wires and no electrical opens were found.

Manufacturer narrative:
The date of event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the system was explanted and replaced.